Event description:
It was reported by the customer's mother, that the customer had an issue with the insulin pump delivering insulin. It was also reported that the customer had low blood glucose levels ranging from 55 mg/dl to 80 mg/dl. Unable to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).